Manufacturer narrative:
Device is a combination product. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. A 3.50 x 16 synergy¿ drug-eluting stent was selected for use; however, the stent was found "broken and deteriorated" prior to use. No patient complications were reported.

Manufacturer narrative:
Event date corrected (B)(6) 2017. (B)(4).

Event description:
It was further reported that the stent was broken during withdrawal of the stent from the pouch, outside the patient's body. The procedure was completed with another of the same size synergy stent. The patient's status was very good post procedure.